Event description:
The explanted lead and generator were both returned to the manufacturer for analysis which has not been completed to date.

Event description:
The generator had analysis completed where it was confirmed that the generator performed according to all functional and electrical specifications. The device confirmed in its ability to properly measure impedance values. No anomalies were identified with the returned generator.

Event description:
Analysis was completed on the returned lead portions, but a portion of the lead assembly including the electrodes was not returned, so an evaluation could not be performed on the non-returned portions. A visual analysis was performed and found a lead break in the connector pin and connector ring quadfilar coils. Scanning electron microscopy (sem) was performed on the connector end of the connector pin coil break and identified an area on three of the broken coil strands which had evidence of a stress induced fracture. Sem of the electrode end of the connector ring coil break identified the area as having evidence of a stress induced fracture as well. Abraded openings were found on the inner and outer silicone tubes, which most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids. The set screw marks on the connector pin provided evidence that, at one point in time, a good mechanical and electrical connection existed between the generator and the lead pin. No other anomalies were identified with the returned lead portions.

Event description:
A report was received claiming that a patient's generator replacement procedure due to neos became a full revision surgery after discovery of a lead fracture. No pre-op interrogation or diagnostics were performed by the surgeon. After the new generator was implanted, diagnostics were run and revealed high impedance. The old generator was then interrogated, and system diagnostics confirmed the high impedance. After inspecting the lead, the circulating nurse identified the fracture in an area near the shoulder bone. The lead was then replaced.